Event description:
Device 2 of 3 reference MFR report: 1627487-2015-01198 reference MFR report: 1627487-2015-01200

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned leads revealed a kink with all internal wires broken. The broken wires is consistent with the overstress condition the leads were subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2015-01198. Reference MFR report: 1627487-2015-01200.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2015-01198, reference MFR report: 1627487-2015-01200.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.